Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on september 15, 2017: ¿ lot number of the product ¿ date of x-rays taken ¿ was the broken plate explanted? If yes, date of explantation and availability of the product for investigation ¿ implant date ¿ surgical reports ¿ other reports (stickers) ¿ patient name, dob, weight, height, bmi and all relevant history ¿ were there any contributing conditions related to the event? (Ex: patient fall) a technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: the device history records could not be reviewed, no lot number has been provided. Trend analysis: no trend considering the following event was identified: plate fractured review of event description: it was reported that the v-tek plate has fractured after an unknown implantation time. Review of received data: x-ray review was performed by an healthcare professional. Thirteen undated x-rays have been received and reviewed. The foot is shown in lateral and ap view, with and without loading. There are x-rays before and after implantation of the plate as well as of the fractured plate. The plate was fixed with four screws. It has fractured at the area between the two bones. - prior to implantation of plate: ap and lateral under loading. Hallux valgus with a hammer toe deformation. Subluxation of the metatarsal phalangeal joint (mtpj). - after implantation, prior to fracture of the plate: one x-ray has been received, showing the foot in ap view: "x-ray 2": a transverse subcapital osteotomy of the first metatarsal has been performed. The distal fragment has been lateralized of approximately half its diaphysis width, compensating the inter-metatarsal angle almost completely. The implanted l-shaped plate shows no signs of loosening. It is placed correctly and has been fixed adequately using two screws in the distal and proximal end. No osseous consolidation (fusion) visible. One more x-ray has been received, showing the foot in ap view: "x-ray 7": it can be seen that the osseous endings of the proximal fragment has been laterally and medially rounded. The distal fragment has slightly shortened in comparison to the proximal fragment. This indicates that "x-ray 7" is from a later point in time than "x-ray 2". No osseous consolidation (fusion) visible. Three more x-rays have been received, which are marked with "examion": "x-ray 3", "x-ray 8" and "x-ray 12". The rounding of the distal osteotomy surface of the proximal phalanx has increased. The proximal end of the distal fragment has a slightly higher bone density. The medial osseous part of the distal fragment has slightly resorbed. The lateral osseous part of the distal fragment has a osteolytic structural change. The distal screw in the distal phalanx shows periprosthetic signs of radiolucency at the distal part of the threads. Additionally it can be seen that the distal fragment has moved cranially of about on third of its diaphysis width. The subluxation in the mtpj has been compensated. No osseous consolidation (fusion) visible. - after implant fracture: three x-rays have been received after the plate has fractured, showing the foot in ap view (inclined and under loading) and lateral view: "x-ray 4", "x-ray 9" and "x-ray 13": the plate has fractured between the l-shaped end and the distal-proximal screw. The distal fragment is displaced laterally about 10° in comparison to the proximal part. There is an increasing osseous resorption at the lateral part of the distal fragment in the area of the tips of the two screws. No osseous consolidation (fusion) visible. Two more x-rays have been received showing the fractured plate in ap view (inclined and under loading): "x-ray 5" and "x-ray 10": there is a significant increase of the osseous resorption at the distal end of the proximal fragment. This indicated that these two x-rays have been done several weeks after the first radiological documented implant fracture. No osseous consolidation (fusion) visible. Due to the osseous structures it can be said that the plate has probably fractured several months after implantation date. However, all x-rays are undated. The plate has been positioned correctly. The pronounced deformation of the hallux valgus has been compensated. The osteotomy has been only performed in a transverse direction. However, an osteotomy in two planes would increase the osseous bearing surface and therefore increase the stability and decrease the risk of dislocation. The reason for the development of a radiological visibly pseudo arthrosis remains unknown. Due to this pseudo arthrosis the osseous consolidation did not take place. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the plate remained implanted. Review of product documentation: surgical technique: 97-8779-006-00 v-tek¿ ivp system: it is explained that the plate should be inserted into the medullary bone of the proximal fragment, along the cortex (subcortically to the medial cortex). Care must be taken to avoid heavy impaction, which might cause (micro) fractured. The correct plate placement is supposed to be checked with image intensifier. Root cause analysis: root cause determination using rmw: - breakage of implant due to lack of adequate strength => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to inadequate design for intended performance => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - malfunction, insufficient device performance or durability due to user´s disregard of manufacturer´s recommendation or use error (slips,lapses, mistakes, reasonably foreseeable misuse) or abnormal use beyond risk control => possible, as the review of the provided x-rays indicate that no bone fusion took place. Moreover, no details about the implantation procedure are known. - adverse reactions, and/or structural integrity, insufficient durability, breakage of implants due to misinterpretation or disregard of indication, contraindication patient´s congenital drawback or other anomalies and precaution of use of device => possible, as the review of the provided x-rays indicate that no bone fusion took please. Moreover, no details about the implantation procedure are known. - wrong, inappropriate bone correction, leading to malunion, non-union, bone fractures due to wrong osteotomy performed for the preselected plate or wrong choice of plate for the the oesteotomy to be performed => possible. It was found that the implant has been positioned correctly. However, an osteotomy in two planes would have increased the stability. Conclusion summary: the v-tek plate was implanted on an unknown date and broke after an unknown time in vivo. It is also unknown, if the plate has been revised. Thirteen undated x-rays have been received. It can be seen that the plate broke at the same area where the two bones are fused. The plate has been positioned correctly. The osteotomy has been only performed in a transverse direction. However, an osteotomy in two planes would have increased the osseous bearing surface and therefore increased the stability. The review of the provided x-ray shows that due to the pseudo arthrosis the fusion has not taken place when the plate has fractured. It is possible that this delayed or non-union of the bone endings due to the pseudo arthrosis in combination with a biomechanical increased bending stress has led to the implant fracture. The forces might have been shifted to the plate causing eventually an overloading and breakage of the device. The postoperative instructions given to the patient regarding partial or full weight bearing are unknown and it is also unknown if the patient was compliant. Several factors, which are unknown for this patient, such as osteosynthesis type, comorbidities, etc. Might also have influence on the bone fusion process. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a v-tek, ivp ti-plate, left, l-shape, sys2.7, s, 0mm offset on the left foot on a unknown date. Currently, the patient is being monitored due to breakage of the plate.